Event description:
The lead was broken. No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.